Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed a pump error. The customer's blood glucose level was 243 mg/dl. It was determined from troubleshooting that the insulin pump should be replaced. The device was returned for analysis.

Manufacturer narrative:
Device passed the full functional test including the displacement test, rewind, prime or seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. Device was returned for pump error 53. Format history file analysis confirmed pump error 53 and pump error 3 due to motor did not communicate with the main motor processor ipc - ipc timed out, problem isolated to electrical board per r&d. Device received with scratched case, minor scratched display window and fading serial number label.